Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4), model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fluid leaking at the incision site. It was believed that the leak was not procedure related and the cause was unknown. The patient underwent an explant procedure and was prescribed antibiotics.